Event description:
Information was received from a healthcare provider regarding a patient receiving infumorph (10 mg/ml at 0.48 mg/day) via an implanted pump. The patient¿s medical history was cancer pain. The indication for pump use was malignant pain. It was reported that the cap (catheter access port) chamber portion of the pump was coming out of the incision site. The patient had no fever or signs of infection. With regards to the environmental, external, or patient factor that may have led or contributed to the issue, it was noted ¿unsure - pump seemed to move in the pocket from lying flat to moving more horizontal to the body and pushing out¿. No diagnostics were done but based on the pump being outside of the body and the infection risks, the physician decided to replace the pump and create a new pocket. The patient was taken to surgery where the old pump was removed, and a new pocket was made for the new pump. The catheter was rerouted to the new pocket. The old pump and a portion of the old catheter were removed during the procedure. The old pocket was flushed and closed. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.